Event description:
The reporter contacted animas on (B)(6) 2012 alleging that there is no power to the pump. There is no additional information available at this time. This report is being made based on the allegation that there is no power to the pump.

Manufacturer narrative:
Device evaluation submitted (B)(4) /2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: the power issue was verified in the black box but was unable to be reproduced during the bench top analysis. Power on resets were observed in the black box on (B)(4) 2012. The pump powered on with vibratory and audible sounds. No damage was found to the battery compartment or returned battery cap. No yellow o ring was visible when the returned battery cap was securely tightened to the pump. The pump was exercised for 24 hours with returned battery cap. No power issues were duplicated during this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.